Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed without any issues and the procedure was completed with a different device. No patients complications were reported and the patient was in good condition.